Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that ever since (B)(6) 2019, the end of service (eos) code had appeared on the screen of the patient¿s equipment and the implantable neurostimulator (ins) was depleted/stopped working. It was further reported that the patient did not see an elective replacement indicator (eri) code on her equipment when she used it. A report on (B)(6) 2020 indicated that the device reached the end of its life (eol) and an order was put in for a replacement and revision. Manufacturer representative (rep)s were contacted to find a new healthcare professional (hcp) because the patient¿s hcp lived in a different state, but the patient wanted to speak to a rep for assistance. The patient still needed the ins and an appointment was scheduled for (B)(6) 2020. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Event description:
Additional information received from the consumer reported that they were waiting for the okay to get a new battery.